Event description:
Eea introducer was being used with eea stapler for abdominal insertion. The stem apparently broke off from the device. The physician noticed the stem of the device was lying in the pt's abdomen and he removed it. Malfunction of device that could have led to retained foreign object if not discovered by md. No injury to patient.